Event description:
Dialysis machine was set up for the pt. Conductivity on screen was reading a na# of 140 which is the usual setting. Machine gave the indication that the conductivity was as it should be. Pt came and was put on the machine for dialysis. Pt bp was 200/90 prior to dialysis. Procardia given. Bp remained elevated 213/94. Pulse 97. Dr was notified; pt vomiting; dr ordered nifedipine 10mg. Bp decreased to 166/69, pulse 97. Nausea, vomiting improved. Dr came in pt was non-responsive, would answer her name only. Transferred to ICU. Blood drawn. Pt na# was 117, very low. Machine checked and found that conductivity not accurate. Na# was much lower than the machine showed. Pt re-dialyzed on a different machine. The machine techs reported the incident to the MFR and the machine was serviced and repaired. A new policy of checking conductivity manually with a meter was instituted immediately. No pt will run without a manual check.